Event description:
Information was received indicating that a smiths cadd-legacy 1 pump was malfunctioning. It was reported that the pump is not recognizing that the cassette is attached. A dose was not missed because pump would usually work if the patient manipulates it. It was also reported that infusion was life sustaining. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported issue was not able to be replicated. Several attach/detach cycles did not fail. Used full cassettes and test cassette. Sensor testing via microprocessor mode revealed no issues. Service will replace the downstream occlusion (dso) as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.